Event description:
After troubleshooting the leadscrew rotation test pt stated the leadscrew did not make the complete revolution. Nothing exited and no alarms occurred. After taking manual injection, pt's bgs returned to pt's normal range.